Manufacturer narrative:
Correction: d8, e2, g2. Additional information: h3, h6, h7, h9, h10. Z-0322-2018, z-0322-2018. A review of the complaint history record was performed, for the sn#: (B)(6). Which did confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 22apr2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that the device failed preventive maintenance barrel clamp test. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance barrel clamp test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer due to barrel clamp failure during pm. Replaced front cover, rear case, rt handle, u4 & u5 on display pcb replaced for dim segment. Replaced barrel clamp, top disk holder, retainer, wiper seal, tube drivarm, carriage block assy & lt/rt iui. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 22apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200205921 for pressure disc 1000mmhg cal which correlates to the customer reported issue. This will be escalated to cad management for further investigation. Based on the findings, service determined that the probable cause of the reported issue was due to damaged/cracked of the assy bkt clp sizer snsr syr/pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance barrel clamp test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance barrel clamp test. No additional information was provided. There was no patient involvement.